Event description:
The customer reported that intermittently the device ready for use indicator (rfu) displayed red x and chirped. The philips customer repair center (crc) later clarified that the device failed to fully power/boot up for use when the rfu intermittently displayed red x, and that the internal fan remained on. There was no pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that intermittently the device ready for use indicator (rfu) displayed red x and chirped. The philips customer repair center (crc) later clarified that the device failed to fully power/boot up for use when the rfu intermittently displayed red x, and that the internal fan remained on. There was no pt involvement. The philips customer repair center (crc) evaluated the device and confirmed the failure to fully power up for use. The cause of this failure was determined to have been the processor pca. The crc replaced the processor pca to resolve this malfunction. The device passed all performance assurance tests and was returned to the customer.